Event description:
Manufacturer rec'd explanted infusion pump with documentation confirming pt had passed away. The pt was going to be cremated, therefore the infusion pump was explanted. The cause of death was not reported. The returned pump was programmed to delivery 500mcg/ml baclofen at 48mcg/day. Additional info has been requested from the pt's physician and a follow up report will be sent when additional event details are rec'd.

Manufacturer narrative:
Final device analysis reveals no anomaly found. Normal device function.